Event description:
It was reported that the patient received shocks due to t wave oversensing on the right ventricular lead. It was also noted that the r waves were low and there was a gradual slow rise in impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.